Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, after sensor insertion the sensor wire had detached and was hanging from the end of the sensor applicator. The sensor wire was attempted to be inserted at the abdomen. No additional event or patient information is available.